Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced low blood glucose level. Customer's blood glucose level was 51 mg/dl at the time of incident. Customer's blood glucose level was 116 mg/dl at the time of call. Customer was treated with food. Customer stated that insulin pump was over bolus. Customer stated that they had loss of communication between insulin pump and transmitter. Customer stated that they received can not find sensor signal. It was unknown that auto mode feature was active or not at the time of event. Customer declined the troubleshooting for low blood glucose. The device will not be returned for analysis.